Event description:
Pt states that she tried to change her syringe cartridge on (B)(6) 2018. The syringe loaded and tubing filled, but then pump would not proceed to the next step and kept alarming. Patient states that she does not recall if any specific pump alarm message appeared, and just that it kept alarming and she was not able to proceed. Current pump is infusing with no issues. No interruption in therapy. No other information provided. The reported product fault did not occur while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We did replace the device. Dose or amount: 59.3nkm, frequency: continuous, route: sq. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.